Manufacturer narrative:
Result: siderail inner panels and footboard damaged.

Event description:
It was reported by service report that the right siderail inner panel was damaged and the foot-end right and left arm covers were damaged as well. No pt involvement or adverse consequences were reported.